Event description:
It was reported an asymptomatic patient present to the clinic for follow-up. Upon interrogation, crosstalk was noted on the right ventricular lead. X-ray images revealed a lead fracture near the implantable catheter defibrillator. Surgical intervention was undertaken to cap the existing lead and add a new lead to the right ventricular septum. In addition, the patient¿s implantable cardiac defibrillator was extracted and replaced. Electrical measurements were within specifications following the procedure. The patient was in good condition postoperative.